Event description:
Customer called in to report that the insulin pump has been alarming for no delivery. The alarm continues to occur after the customer has tried different infusion sets, insertion sites and reservoirs. Blood glucose at the time was 251 mg/dl. Customer stated that her blood glucose doesn't usually run that high. Customer has treated with manual injection. Advised the customer to try different insulin and that samples will be sent. Advised the customer to call when the alarm occurs so that troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.